Event description:
It was reported that the patient was admitted from (B)(6) 2021 to (B)(6) 2021 with bright red blood per rectum (brbpr) along with several days of dizziness. The patient underwent thorough workup which included colonoscopy, push enteroscopy, capsule endoscopy, and computed tomography (CT) angiogram. Interventional radiology was also consulted for embolization. The patient remained stable and warfarin was resumed with an international normalized ratio (inr) goal of 1.8-2.2. The patient was also started on a proton-pump inhibitor twice daily (bid). The patient was transfused with a total of 14 packed red blood cells (prbcs) during their hospitalization. The patient was also given 1 dose of long acting octreotide and infed prior to discharge. It was noted that the patient had been off acetylsalicylic acid (asa) prior to the hospitalization.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log file showed the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted with gastrointestinal bleeding and dizziness. Log file analysis captured persistent pulsatility index events on (B)(6) 2021 and (B)(6) 2021.